Event description:
Patient reported "implants are intact" confirmed via "ultrasound". Later, healthcare professional reported "baker grade iii capsular contracture". Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, e1, e3, g2.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "implants are intact" confirmed via "ultrasound". Later, healthcare professional reported "baker grade iii capsular contracture". Affected side is right. The device remains implanted.